Event description:
Customer stated that meter is reading high. Customer is on an insulin pump and had been adjusting their insulin according to the reading from their meter. Pt stated that they had to take glucose tablets because they were feeling shaky. When customer performed 3 consecutive tests, with the customer service rep, they rec'd readings of 95, 92, and 178 consecutively within seconds apart. Customer stated that the meter and strip codes match and that the control solution is valid.